Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that some of the clips did not apply correctly. Stated the tips of the clips would close but not the entire clip. This did not occur on every clip. Had to remove some defective clips and re-apply. Case was completed with same device. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.